Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the leak originated at the tubing or fitting at pinch valve, pv37. The pinch valve, solenoid and tubing were replaced to resolve the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained leak of approximately 20ml from a coulter lh 500 hematology analyzer during startup and shutdown. There were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.